Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement tests. No unexpected excessive no delivery alarm. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Event description:
It was reported via phone call that he pump alarmed no delivery. The customer's blood glucose was 365 mg/dl. The no delivery occurred during bolus. The customer stated the cannula is not bent or kinked. Customer stated they have tried all remedies. The customer was advised the pump will be replaced and revert to back up plan.